Event description:
This is a report of home patient (hp) who was hospitalized and diagnosed with peritonitis. The cause of peritonitis was the hp made mistake/touch contamination and did not clean the exchange area before starting therapy. Treatment was not reported. Six days later, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.